Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that while attempting to connect the pump and data manager, the pump beeped and vibrated, the buttons were without function, and the display did not work. After insertion of battery, pump worked. No information on error messages was provided. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.